Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that his reservoirs were not working properly. The customer states that when he takes the reservoirs out of the package the blue part spins. We advised the customer to give a gentle tug to make sure they are secure instead of twisting them. The customer's blood glucose level is unknown. No further information reported.

Manufacturer narrative:
Inspected nine opened and used reservoirs. Performed pre-fill reservoirs test. Reservoirs passed per specification. No transfer guard leakage or occlusion anomalies were found during analysis.